Event description:
It was reported that an ilet user experienced elevated blood glucose after waking and changed the infusion tubing; there were no device alerts, no observed site leakage, and the removed inset 23" cannula was not bent, although bleeding occurred at insertion; the user also reported administering a manual insulin injection the prior night without disconnecting and later treated a low with a granola bar before awakening with high glucose. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.